Event description:
During a percutaneous transluminal angioplasty to a right superficial femoral artery the balloon ruptured. The vessel had severe calcification and mild tortuosity with 90% stenosis. The guidewire was inserted across the lesion via a sheath introducer, and then the balloon catheter was positioned at the target site and inflated. However, the balloon ruptured below rated burst pressure at seven atmospheres. There were no adverse effects to the patient, and the procedure was successfully finished. Further information indicated that the product was prepared per according the product instructions for use.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states slalom pta dilatation catheters and the reported event meets reportability criteria for a malfunction type of reportable event. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.